Event description:
"After regional anesthesia of lidocaine, one of the doctor of intervention dept began rfa under CT scan. The 2.5cm hcc was under the hepatic subcapsular when the temp went on more than 60, the pt show trismus, cyanosis and convulsion. But the pt's blood pressure and pulse is normal during this time. Dr turned rf off for a minute and put rf on with the target power to 80w and target temperature to 90. When the temperature went on more than 60, the pt show trismus, cyanosis and convulsion again. Dr thought the tumor was under the hepatic subcapsular and a lot of nervous were under the hepatic subcapsular too. The heat conduction maybe cause nervous reflex".